Event description:
A home pt contacted baxter technical service center to report a system error 2240 alarm on her homechoice system, during initial drain. Reportedly, the home pt connected the pt line to the catheter after pressing go on the homechoice machine. Therapy was completed with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.